Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus, that an hf unit (generator) had an e433 footswitch error. It is unknown when the reported issue was found. There was no procedure involved. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus. During their investigation, the sbc was able to confirm the reported issue. During their inspection, the service department traced the issue back to a defective hvps board. Furthermore, the sbc reported, the occurrence of error message e101, which the sbc traced back to the defective generator board. Error e433 is triggered by the device¿s safety system, and occurs during device startup. If the effective value of the output signal which is set for testing falls below the intended limit of 130v. A manufacturing and quality control review was performed, for the affected serial number without showing any non-conformities or deviations regarding the described issues.